Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 380 mg/dl. The customer treated with manual injections with syringe. Customer's blood glucose value was 448 mg/dl at the time of the call. Customer did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. Customer reported bubbles in the reservoir. Customer also reported no delivery alarm. Customer reported infusion set cannula to appear bent. The product was not returned for analysis.